Event description:
Reportedly, although energy was delivered three times additonally, the device failed to convert the pt ECG. At some later time during the use the operator was unable to initiate the device pacing. The pt was not resuscitated. The facility indicated that pt outcome was not affected by the reported discrepancy, based upon a lack of pt viability.